Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection was performed and passed inspection. Global transmitter final functional test was performed and resulted in a failure related to the customer complaint. The customer complaint of a permanent out of range signal was confirmed. The root cause was a defective transmitter.